Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature baby ("prematurity (36 weeks)") in a male foetus whose mother had inserted essure during pregnancy. The mother received the product for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: maternal drugs affecting foetus "had to be weaned off of narcotics prescribed to mother due to severe pain" (seriousness criterion hospitalization) on (B)(6) 2014 and foetal exposure during pregnancy "essure micro-insert exposure in utero". The mother's concurrent conditions included anxiety, panic attacks and chronic pain (treated with oxycontin/norco and clonopin). The foetus's mother was exposed to essure during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates, all of them with health problems. The caesarean delivery occurred on (B)(6) 2014. In 2012, the 36-year-old mother (gravida 6, para 4) had essure inserted. On (B)(6) 2014, premature baby (seriousness criterion medically significant) was born. On an unknown date, the foetus was diagnosed with adverse event ("other health issues"). At the time of the report, the premature baby and adverse event outcome was unknown. The reporter considered adverse event and premature baby to be related to essure. The reporter commented: mother went to the ER several times in 2013 due to high risk pregnancy mother case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 1.88 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature baby ('prematurity (36 weeks)') in a male foetus whose mother had inserted essure (batch no. 940889-inv) during pregnancy. The mother received the product for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: maternal drugs affecting foetus "had to be weaned off of narcotics prescribed to mother due to severe pain" (seriousness criterion hospitalization) on (B)(6) 2014 and foetal exposure during pregnancy "essure micro-insert exposure in utero". The mother's concurrent conditions included anxiety, panic attacks and chronic pain (treated with oxycontin/norco and clonopin). The foetus's mother was exposed to essure during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates, all of them with health problems. The caesarean delivery occurred on (B)(6) 2014. In 2012, the 36-year-old mother (gravida 6, para 4) had essure inserted. On (B)(6) 2014, the foetus was diagnosed with premature baby (seriousness criterion medically significant). On an unknown date, the foetus was diagnosed with adverse event ("other health issues"). At the time of the report, the premature baby and adverse event outcome was unknown. The reporter considered adverse event and premature baby to be related to essure. The reporter commented: mother went to the ER several times in 2013 due to high risk pregnancy. Mother case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 1.88 kgs. Lot number reported is ( 940889 ) is inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality-safety evaluation of ptc. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of premature baby ("prematurity (36 weeks)") in a neonate exposed to essure during pregnancy. The parent received the product for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: maternal drugs affecting foetus "had to be weaned off of narcotics prescribed to mother due to severe pain" (seriousness criterion hospitalization) on (B)(6) 2014 and foetal exposure during pregnancy "essure micro-insert exposure in utero". The mother's concurrent conditions included anxiety, panic attacks and chronic pain (treated with oxycontin/norco and clonopin). In 2012, the (B)(6) mother (B)(4) had essure inserted. On (B)(6) 2014, the neonate was diagnosed with premature baby (seriousness criterion medically significant). On an unknown date, the neonate was diagnosed with adverse event ("other health issues"). Last menstrual period and estimated date of delivery were not provided. The neonate was exposed to essure during the first, second and third trimesters of pregnancy. At the time of the report, the premature baby and adverse event outcome was unknown. The pregnancy outcome was reported as a live birth of multiple neonates, all of them with health problems. The caesarean delivery occurred on (B)(6) 2014. The reporter considered adverse event and premature baby to be related to essure. The reporter commented: mother went to the ER several times in 2013 due to high risk pregnancy. Mother case: (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.